Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage. The following information was provided by the initial reporter: air leakage in the tube system. Air leakage was recognized during setup the product.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage. The following information was provided by the initial reporter: air leakage in the tube system. Air leakage was recognized during setup the product.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-aug-2023. H.6. Investigation summary: bd received three q-syte closed luer access devices from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned units and observed no physical damage or deformities to the devices. Next, a leakage test was performed but no leaks were found. Finally, the devices were disassembled and inspected for any damaged. No damage was observed to the column walls or slits of each devices. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.